Event description:
According to reporter the trach had been in use for two weeks. An attempt was made to add water to the cuff. It was found that they could not pass water through the pilot balloon. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.